Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the during a routine device changeout, the implantation of a left ventricular lead was attempted, but not used due to fixing/positioning difficulties. The chronic left heart lead was reused, but it was noted that this lead had high thresholds. No patient complications were reported as a result of this event.